Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test twice, recording a pressure of 20.100 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 329 to 332, then to 232 and installing a new hex file. Following the recalibration, the device passed the 30 psi occlusion pressure test at 28.100 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test twice, recording a pressure of 20.100 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 329 to 332, then to 232 and installing a new hex file. Following the recalibration, the device passed the 30 psi occlusion pressure test at 28.100 psi, which is within specification. No patient involvement reported.